Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone16.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl while wearing the pod on their abdomen for between 36 and 48 hours. The patient had noticed leaking coming from underneath the pod, causing the rise in bg levels. The patient reported that on (B)(6) 2026, the patient went to the emergency room (ER) to seek medical attention. The patient was diagnosed with high bg, and they were treated with insulin shots. The patient further reported that upon removal of the pod, the cannula was found to be bent. The patient remained in the ER for approximately 3 hours. The patient applied a new pod.